Event description:
It was reported that a customer experienced an issue with a pump battery that would not charge, accompanied by a power source alert 07, despite using the provided tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer tried alternative charging solutions without success, prompting technical support to replace the pump, which was under warranty. The customer was instructed to use multiple daily injections (mdi) as backup therapy until the replacement pump arrived and understood the process for returning the problematic pump using a pre-paid label.